Event description:
Cvl placement of 4/fr/12cm double femoral cvl placed in left femoral. #1 flushed easily, #2 had a stiff flush. Alteplase put in #2 lumen, still stiff flush. Reinstalled alteplase and stiff flush continued. Dr notified and used line for cvp not fluid. IV started in ac for fluid. Later that day a small black stitch was noted. When nurse went to remove what was though to be a stitch it was discovered to be the guidewire from insertion. Wire removed without difficulty.